Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) exactamix eva (ethyl vinyl acetate) bag 2000ml leaked from the port. This was identified in the pharmacy when the pharmacist was performing a quantity inspection after the bag was filled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two actual devices was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed which identified a leak from the spike port cap at the base of the spike port tubing of both samples. The reported condition was verified. The cause of the condition could not bet determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.